Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer replaced the (power management) pm board and the bezel to correct the low battery but the unit turning on by itself still persisted. The customer was advised to replace the (user interface) ui pcba. The customer replaced the defective user interface, pcba to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the unit initially came in with a low battery and they replaced the battery. After that the unit then turns on by itself. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.